Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic of the lens was broken upon insertion into the eye. The posterior capsule was broken. The lens was removed and a new lens was implanted. The surgeon stated the event caused unexpected astigmatism and a relaxing incision was needed. Additional information has been requested.